Event description:
It was reported that the customer had an unspecified cartridge issue. Customer's blood glucose (bg) level was 501 mg/dl. The elevated bg was addressed by changing out the cartridge to resolve the issue and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.